Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A medtronic representative reported via email of high and low blood glucose readings and low battery alert from the insulin pump. The customer stated that he had low readings while sleeping. The customer woke up with high readings over 200 mg/dl. The customer went into diabetic ketoacidosis on (B)(6). The customer was in the hospital for 16 mg/dl. The customer changed the battery every 2-3 weeks. The customer stated that the pump rejected the new batteries. The customer went through 3 batteries in a week. The customer declined help from 24 hour helpline.